Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope, gynecologic had poor quality image. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected field: g4, h6 (health effect - impact code). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped and there was a component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, the reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. However, based on the evaluation findings, the light guide bundle was chipped due to a component failure of the light guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.